Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving baclofen at unknown concentration and dosage via an implantable infusion pump for the treatment of intractable spasticity and cerebral palsy. It was reported that the patient experienced vomiting and lethargy after refill earlier in the day. The patient had a refill earlier and did not think any changes were made to the pump. However, the patient had vomited 20 times starting a few hours after refill and was lethargic. The hcp believed that the patient might be somehow getting too much baclofen. It was considered as a sudden change in therapy/symptoms. The event date was (B)(6) 2018. It was unknown at this point if the symptom was drug related. No further complication was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp). It was reported that there was no device, therapy, patient or procedure issue regarding patient getting too much medication and no change to pump was needed. No further complication was reported.